Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was misplaced in the gluteal area, causing pain and discomfort. All components were removed and replaced with a new ipp system. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to discomfort and pain. It was found that the reservoir was misplaced in the gluteal area, causing the pain and discomfort. All components were removed and replaced with a new ipp system. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of malposition of the device. Product analysis was unable to determine the most probable cause of the reported clinical observations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected, and leak tested. The cylinders were also pressure tested and the pump functionally tested. The cylinders passed all testing. The pump did not pass the valve deactive state test as part of the functional evaluation. Product analysis did not confirm the reported clinical observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of known inherent risk of device was assigned to this investigation. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Investigation summary: laboratory analysis confirmed the reported clinical observation(s) of [observation]. The observed fatigue damage was determined the most probable cause of the reported events.